Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Also the impedance of the atrial pacing lead was beyond the expected upper range and the impedance trend of the atrial pacing lead was variable.

Event description:
It was reported that the right atrial (ra) lead exhibited high and fluctuating impedance. Noise was also noted during interrogation. The lead was capped and replaced. No patient complications have been reported as a result of this event.